Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was high and an alert was triggered. The threshold was also high. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.